Event description:
It has been reported that device was deployed, subject was not resuscitated.

Manufacturer narrative:
(B)(4). Device eval pending. Issue is being reported due to outcome. Serial number and manufacturing date are unk at this time.